Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) or left ventricular (lv) lead exhibited chronic high thresholds due to their cardiomyopathy. Follow up could not conclusively identify which lead exhibited the high thresholds. The pulse width was extended to maintain an adequate safety margin and the leads remain in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.